Event description:
Device malfunction: difficulty removing stent delivery system (sds). Time of malfunction: during the procedure. Symptoms/ae: intervention required to remove sds. It was reported that an interventional procedure in an unspecified vessel, a selfx sds was advanced onto a 0.035" guide wire. The catheter met resistance with the wire and could not be removed as it was stuck on the wire. The wire was cut and the catheter was removed. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The device reported is an abbott international product which is the same or similar to a device that is marketed domestically. The device was received. Investigation is not complete.